Event description:
Customer reported that the insulin pump is alarming motor error during insulin basal delivery. Customer stated that the motor error occurred earlier and now his blood glucose is up to 390 mg/dl and motor error persists. Customer treated with manual insulin injection. Customer stated two weeks ago he was wearing the insulin pump in a body scanner at the airport. Customer does not use the sensor feature and is able to rewind the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.